Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and high blood glucose. The customer's blood glucose level at the time of the admission was 452 mg/dl. The customer had the symptoms of vomiting, pain, nausea, headache, stomach pain, lower back pain, and chest pain. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed. The customer stated the basal rates were programmed accurately. The customer stated that the bolus wizard was programmed accurately. The customer did not recall receiving any alarms since the high blood glucose began. The customer also reported that when they removed the infusion set the cannula was bent. The customer declined to perform the no delivery test. The device will not be returned for analysis.